Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The mother reported via phone call that the customer received a no delivery alarm. The mother also reported the customer woke up with a blood glucose of 484 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer had a bent cannula. The customer was advised to change out the infusion set. The mother declined to return the product for analysis.